Event description:
Revision of failed right total arthroplasty. Pt had increasing pain for 3 years. Noted during this time with a brace and decreased mobilization. Cathcart prosthesis inserted 6/2/1986.